Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that physician indicated that the device had no observations or alerts for recommended replacement time (rrt). The d evice was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.